Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cap would not lock onto their reservoir. The customer also reported a no delivery alarm. The customer stated the alarm was resolved by a complete set change. Customer could not troubleshoot at the time of the call. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated two sealed reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.